Manufacturer narrative:
H4: the lot was manufactured between june 30, 2023 ¿ july 5, 2023. H11: the device was received for evaluation. A visual inspection via the naked eye was performed, and fluid inside the housing was observed which suggested a leak. A leak test was performed, and a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked medication inside the rigid housing during filling. There was no patient involvement. No additional information is available.